Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of device memory confirmed the device reverted to storage mode approximately 3 months prior to explant. Next, the device was programmed out of storage mode and a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. Upon interrogation, the device was found to be in storage mode. It was reported the device had declared end of life (eol) approximately one year earlier. It was also reported that the atrial threshold measurements were high. The device was explanted and successfully replaced. No adverse patient effects were reported.